Event description:
A home pt contacted baxter's technical service center for assistance during a dwell 2/5 of their automated peritoneal dialysis therapy regarding a system error 2240 alarm. Reportedly, the home pt disconnected their transfer set from the pt line of the homechoice set during therapy to use the restroom. It is unknown whether or not the home pt reconnected to the setup. Baxter's technical service center assisted the home pt in ending therapy early. The home pt completed therapy manually. No pt injury or medical intervention was associated with this incident, per the home pt and the home pt's primary care nurse.